Event description:
In 1980, pt had rt. Latissimus breast reconstruction which followed a previous "breast-saving" mastectomy by a yr. She had a simple mastectomy on the left as well. Bilateral implants of unknown type were placed at another hospital at the time of the reconstruction in 1980. She presented to md's office in 8/94 with severe pain in the right breast and a slight "bubble" at the medial inferior aspect. No capsular contractures were noted. She was also having pain in the left breast. On 9/29/94, she underwent bilateral breast prosthetic exchange with a right lastissimus flap revision. Saline implants were placed at that time.